Event description:
It was reported that the customer experienced a blood glucose (bg) level of 20 mg/dl, and a loss of consciousness, resulting in a fall and a minor concussion. Reportedly, customer delivered too large of a bolus for the amount of carbohydrates consumed. Additionally, customer was using humalog supplies for over 48 hours, and customer indicated they were in extreme heat which contributed to the event. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous saline. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved; however, customer sustained memory loss. Customer declined a system check as customer acknowledged the pump was functioning as intended.

Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.